Event description:
Boston scientific received information that the patient implanted with this pacemaker had undergone an atrioventricular node ablation. Following the ablation, pacing rates of 110 to 115 pulses per minute (ppm) were observed. The programmed lower rate limit was 80 ppm. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed to mitigate the higher pacing rate. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.